Event description:
Fell while sitting on rollator manufactured and distributed by drive medical rollator ref: r800kd-bl, sn: (B)(6). The rollator was ordered by (B)(6) medical provider, and the rollator was obtained from and delivered by rotech healthcare, inc. Upon delivery, the rollator arrived completely assembled. After using the rollator for approximately one or two years, (B)(6) was sitting on the rollator watching her husband park the car, when the rear wheel came apart from the rollator causing her to fall backward onto the cement in front of her doctor's office. The pin holding the wheelbase to the main body had come out without either of the (B)(6) noticing mrs. (B)(6) fall caused her to have to go to the emergency room. Thereafter, she suffered worsening back pain and leg symptoms for which she underwent physical therapy but has never been able to fully recover. Sustain abrasion and swelling to bilateral knees, and abrasion to elbow.